Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with mentor cpx 4 breast tissue expander 350cc implants which the left side deflated after implantation. The issue was diagnosed during the physical examination. As a result, patient had the device removed on (B)(6) 2018.

Manufacturer narrative:
On 8/01/2018,additional information indicated that the patient was seen on (B)(6) 2018, and she was doing well and she did not have any symptoms at the time of rupture, just noticed expander looked smaller and felt different. She was not hospitalized. And it was replaced with mentor catalog number 3505750bc implant. (B)(4).